Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. There was no reported adverse impact to customers blood glucose (bg) level.